Event description:
Patient reported the rubber has worn off of the up arrow button. Patient stated he is able to see the base material. Patient reported the up arrow button no longer works. Patient stated the button stopped working yesterday. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.